Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 21aug2019. The customer troubleshoot with technical support and found error code 1105 post led in the ventilator logs. The customer was sent the power switch overlay. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator had an alarm sound. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.